Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. Visual inspection of the actual sample confirmed the customer's observation. A crush was noted on the blood inlet port as well as on the gas outlet port. No other anomalies were noted on the rest of the device. The packing configuration of this product was checked on the factory reserve sample. It was found that the blood inlet port and the gas outlet port does not come into contact with any materials in the box. Simulation testing was conducted. The capped blood inlet port and the gas outlet port of a current product sample were subjected to a pushing force respectively by being pushed against a flat plate, such as a desk. Crushes similar to those on the actual sample were duplicated on the ports. A review of the device history record and the product release decision control sheet of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file found no report of this nature with the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined, based on the available information it is likely that the actual sample was exposed to some pushing forces from different directions on the blood inlet port and on the gas outlet port after having been taken out of the unit-box, resulting in the reported deformation on the ports. From the available information it cannot be determined definitely, when and how the actual sample was subjected to those pushing forces. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off." (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported breakage in the capiox sx10 device. Follow up communication with the user facility confirmed the following information: during the assembling of the device it was noted a squeezed area in the blood inlet of the oxygenator; the oxygenator was replaced; the procedure was completed successfully; and there was no harm to the patient.